Event description:
Literature was reviewed regarding ¿single retrograde thoracic branch endoprosthesis versus standard endovascular repair with subclavian coverage for treatment of blunt thoracic aortic injuries¿ the time frame of this study was over a thirteen year period. Valiant and non medtronic stent grafts were implanted in the endovascular treatment of blunt traumatic aortic injuries. Some of these patients had the left subclavian artery (lsa) intentionally covered. This cohort of patients was compared with patients who underwent tevar with a non medtronic stent graft while maintaining lsa patency via a side branch. Among the patient population the following malfunctions occurred: endoleak no further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿single retrograde thoracic branch endoprosthesis versus standard endovascular repair with subclavian coverage for treatment of blunt thoracic aortic injuries¿ dilosa k, anaya d, weiss n, callcut r, mell mw, maximus s. J vasc surg. 2025 oct;82(4):1209-1214. Doi: 10.1016/j.jvs.2025.06.045. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported ¿ as applicable a2: average age a3a: majority sex date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.